Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; a black dead pixel was showing on the image due to a faulty charged coupled device. The device evaluation also found a cut on the cable, the unit failed leak test due to a cracked connector, and the serial plate was faded. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "warning: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Pg. 8. "Warning: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage" pg 14. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a bad picture. The issue occurred during reprocessing and there were no reports of patient harm associated with the event.